Event description:
It was reported that the bd alaris¿ pca asv microbore tubing was defective and blocked solution from flowing through. The following information was provided by the initial reporter, translated from french: "problem found: the lumen in the tubing is not continuous, which prevents the solution from passing through."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-oct-2022. H6: investigation summary one 30832 sample from lot 22035963 was received in opened packaging for investigation; residual fluid was detected in the shorter length of tubing of the extension set, whilst no fluid was present in the longer length of tubing. The feedback provided by the customer indicates a complete occlusion was detected as the tubing was not continuous; preventing fluid from flowing through the device. Functional testing was performed by connecting the returned device to a 50ml bd plastipak syringe and attempting to flush with fluid. No occlusion was detected from the shorter length of tubing containing the back check valve; however, a complete occlusion was detected when attempting to flush the longer length of tubing of the extension set. A close inspection of set reveals the presence of a potential excess of solvent at the tubing to tubing joint. A device history review was conducted for lot number 22035963. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed the root cause for the occlusion was due to the application of an excess amount of solvent at the affected joint, this is a manually bonded joint and therefore is likely to have occurred due to human error.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pca asv microbore tubing was defective and blocked solution from flowing through. The following information was provided by the initial reporter, translated from french: "problem found: the lumen in the tubing is not continuous, which prevents the solution from passing through."